Event description:
It was reported that spectra malleable penile prosthesis was removed on (B)(6) 2018 due to unknown reason. A 18cmx14mm ambicor penile prosthesis was implanted.

Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that spectra malleable penile prosthesis was removed on (B)(6) 2018 due to unknown reason. A 18cmx14mm ambicor penile prosthesis was implanted.